Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00384 on 16-sep-2020. Additional information (22-sep-2020): siemens has reviewed the information provided, and the cause for a discordant falsely depressed enzymatic creatinine_2 (ecre_2) result in a single patient sample is unknown. Siemens cannot rule out pre-analytical variables that could affect the sample's quality and deviation from recommended best practices that can impact results. The system is performing according to specifications. No further evaluation of the device was required. Section d8 and e1 include additional information, and h6 has updated adverse event problem codes.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality control (qc) results were within range. Siemens is investigating.

Event description:
The customer obtained one discordant falsely depressed enzymatic creatinine_2 (ecre_2) result on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The customer used the same sample and a different atellica analyzer to perform repeat testing in duplicate. The repeated results were higher, and the customer reported the result of 107 mol/l to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.